Manufacturer narrative:
The reported events seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, lymphadenopathy.

Event description:
Patient reported rupture and "inflammatory changes on cellular tissue with no organised collections", "clear signs of intracapsular and no extracapsular rupture of the device", "small quantity of dense periprosthetic liquid", and "right axillary adenopathies of reactive aspect" via ultrasound. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Patient reported rupture diagnosed by MRI. The device remains implanted. This record relates to the right side.

Event description:
Patient additionally reported right "+/- capsular contracture" baker grade unknown and "inflammatory changes".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.